Manufacturer narrative:
The investigation for the console (aic) system self check error has been completed. Data logs were returned for evaluation and during boot up, the aic began having pbm communication errors. This failed communication caused the console to not boot up normally as described in the complaint. The aic was returned for evaluation and the failure mode from the field was reproduced. The pbm board was found to have a corroded trace that carries communication for pbm1. The corrosion was caused by a leaking super capacitor on the pbm. The cause of the pbm communication failure was a contaminated communication pcb trace.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller was not able to boot up. There was no patient involvement.